Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had its main lamp shuts off; light being too dim; e103 error code during set-up. There were no reports of patient harm.